Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 3387s-40, lot# v210494, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v032996, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
It was reported there was a shocking or jolting sensation in the patient¿s left arm. It was noted the shocking had been occurring prior to (B)(6) 2013. The patient had their stimulator replaced in (B)(6) 2013. It was noted the health care professional told the patient they had checked out the system ¿very well¿ during the replacement and ¿everything checked out fine at that point.¿ all impedance measurements were normal. Palpation did not cause stimulation changes. There was no known accident or incident related to the event. Follow up reported the impedances were all within normal limits. There was no sensation secondary to palpating. It was also noted the surgeon was having diagnostic tests for cervical spine issues scheduled. Reference manufacturer report # 3004209178-2013-11254 for report on shocking for previous stimulator.

Manufacturer narrative:
(B)(4).

Event description:
Follow up reported the health care professional was going to do "a revision without replacement." They were unsure exactly which components were going to be removed but suspected the entire system. It was unknown if any diagnostic tests had been done or if the surgery had been scheduled yet. Further follow up reported the patient was complaining of shocking even when the battery was dead before replacement. The patient had an electromyelogram (emg) and it was determined the patient had peripheral nerve damage in their left arm. It was also noted the patient is diabetic. The plan was to turn the right implant off, which was for left hand control, and leave it off. Since the patient had been experiencing shocking with the device off they believed it was "psychosocial, not device related." Impedance measurements before and after replacement were all normal. Refer to manufacturer report # 3004209178-2013-11254 for shocking prior to replacement.